Event description:
It was reported that during a procedure performed on (B)(6) 2013, the tip of the reform polyaxial driver fractured during insertion of a 6.5 x 55 reform polyaxial screw. The tip of the driver was not able to be retrieved and remains in the head of the screw implanted in the pt. The screw was close to being fully seated on the bone above the pedicle. A rod and set screw was then introduced to tighten down the construct. A minor delay to the procedure was reported.

Manufacturer narrative:
Eval of the driver was not performed as the failure mode was identified in a previous investigation. The drivers failed under brittle material circumstances. Review of receiving inspection reports for this lot found that a total of (B)(4) drivers were rec'd from the supplier and released for distribution in october of 2013 with no deviation or anomalies. Review of complaint history found a total of (B)(4) reports of fractured tips for this lot/design revision (including the current report). One of which was reported to have occurred when the driver was dropped on the floor during cleaning process, not during a procedure. A CAPA was initiated, which identified the root cause to be attributed to the material used being too brittle, causing premature failure. Corrective actions were initiated to change to a less brittle material and to add a fillet between the hexalobular tip and the driver shaft to increase stress relief at those mechanical interfaces. A health hazard eval was performed, determining a none/negligable health risk. It was determined that a stock recovery would be initiated for this lot.